Event description:
It was reported that the pt experienced symptoms of increased pain, thought by the pt to be due to an inflammatory mass. The hcp performed an MRI and the results were negative for inflammatory mass. The pt was taken to surgery. The hcp was unable to withdraw from the catheter. The catheter was deemed "not patent". The pump and catheter were replaced. The pt recovered without sequela.

Manufacturer narrative:
Final device analysis reveals no anomaly found - normal pump function. The proximal piece of the catheter measuring 6.1 cm and the straight pump connector were also returned. The pump connector has a slice cut. The cut does not go all the way through the white material. There was no leaking during pressure testing. Consistent with explant damage. Final catheter analysis reveals pump connector anomaly. Results: used for catheter.